Event description:
It was reported that the patient received inappropriate therapy due oversensing of lead noise. Subsequently new information received notes that there have been no further noise episodes. The patient continues to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.